Event description:
This male patient had a cypher stent implanted in his distal circumflex and subsequently suffered a stent thrombosis leading to his death. No other information was available.

Manufacturer narrative:
The product was not returned for evaluation. A review of the manufacturing records could not be done without a lot number. Stent thrombosis is a potential adverse event associated with coronary artery stenting. Review of the limited information available does not make it possible to determine what factors may have contributed to the event.